Event description:
Per the clinic, the patient experienced wound dehiscence and electrode extrusion due to fall on the second post-operative day. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.